Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the hand piece device overheated to the point of smoking. As a result, there was a five minute delay to the surgical procedure. A spare device was not available for use. According to the report, irrigation and intermittent use were used to attempt to cool the hand piece as this was the only device that heated up. It was further reported that the drill bit did not get hot. There was patient involvement reported. The physicians hand became hot, but no injuries were reported. There was no medical intervention or prolonged hospitalization. The surgery was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cord had been pulled out of the connector exposing the spring and wires which is indicative of pulling on the cord instead of the connector body to unplug it from the console. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.